Manufacturer narrative:
The lens was discarded and therefore could not be evaluated. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
Reportedly, the iol was removed approximately six months post implant into the left eye and replaced with a different model iol. Allegedly, the patient only had clear vision when outside in natural light. The patient¿s condition is reported as stable.